Event description:
According to the reporter, during use, the catheter had three holes in the body. There was a leak on the catheter shaft. There was no cleaning agent used on the device. Tego was not used. There was no problem with luer adapter. No disinfectant was used to disinfect the catheter. No wound dressing had been used. Sepsiderm to clean the catheter was not used. No protocol was changed for cleaning agents used recently. There was nothing unusual observed on the device. Flushing was done prior to use, and no abnormalities were found. No other defects or damages were found on the product. No other products were being utilized with the device. No excessive force was used on the device. As a remedial action, the surgeon replaced it on the spot with a new catheter for the patient. The insertion site was not treated prior to product placement. There was no blood loss, and a blood transfusion was not required due to the ev ent. No intervention or treatment was required due to the reported product. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the catheter had three holes in the body. There was a leak on the catheter shaft. There was no cleaning agent used on the device. Tego was not used. There was no problem with luer adapter. No disinfectant was used to disinfect the catheter. No wound dressing had been used. Sepsiderm to clean the catheter was not used. No protocol was changed for cleaning agents used recently. There was nothing unusual to observe on the device. Flushing was done prior to use, and no abnormalities werefound. No other defects or damages were found on the product. No other products were being utilized with the device. No excessive force was used on the device. As a remedial action, the surgeon replaced it on the spot with a new catheter for the patient. The insertion site was not treated prior to product placement. There was no blood loss, and a blood transfusion was not required due to the e vent. No intervention or treatment was required due to the reported product. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cannula was found to have a leak. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the catheter has three holes in the body. There was a leak on the catheter shaft. There was no cleaning agent used on the device. Dilga was not used. There was no problem with luer adapter. No disinfectant used to disinfect catheter. No wound dressing had been used. Sepsiderm to clean the catheter was not used. No protocol changed for cleaning agents used recently. Nothing unusual observe on the device. Flushing was done prior to use and no abnormalities were found. No other defects/damages found on the product. No other products being utilized with the device. No excessive force used on the device. As a remedial action the surgeon replaced it on the spot with a new catheter for the patient. The insertion site was not treated prior to product placement. There was no blood loss and blood transfusion was not required due to the event. No intervention/treatment required due to the reported product. There was no reported patient injury.